Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed was located in mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advance but failed to cross the lesion and when the balloon was inflated four times at the rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed was located in mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advance but failed to cross the lesion and when the balloon was inflated four times at the rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR.:returned product consisted of the nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen and the balloon was loosely folded. The visual inspection of the device presented no damage or irregularities to the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst. But balloon was able to be inflated instantly to rated burst pressure with no issue or leaks for 5 minutes. Product analysis did not confirm the reported event, as the balloon was not burst and the reported crossing difficulty could not be confirmed because the clinical circumstances could not be replicated.